Manufacturer narrative:
The investigation determined that (B)(6) vitros hbsag results and vitros hiv combo results were obtained from the same (B)(6) biorad virotrol quality control fluid when processed on a vitros eciq immunodiagnostic system. A definitive cause for the lower than expected, vitros hbsag results and the vitros hiv combo results could not be determined. It is possible that the event was caused by biorad quality control fluid (viroclear and virotrol) mix up by pre-analytical error. However, it was not possible to establish this with the customer. Additionally, an instrument issue could not be ruled out as a contributor to the event, as precision testing was not conducted around the time of the lower than expected results. However, precision testing conducted following the event indicated the vitros eciq immunodiagnostic system was performing as expected. The customer ran vitros hbsag controls using vitros hbsag reagent lot 8480. The results were within acceptable guidelines, suggesting a vitros hbsag lot 8480 reagent issue was not a likely contributor to the event. Additionally, the biorad viroclear (negative) quality control results were within acceptable guidelines, suggesting vitros hbsag lot 8480 reagents and vitros (B)(6) combo lot 0080 reagents were performing as expected and did not likely contribute to the event. Ongoing tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros hbsag lot 8480 or vitros hiv combo lot 0080. The discordant, lower than expected vitros hbsag results and vitros hiv combo results were from a non-patient, quality control fluid. The customer did not give any indication that patient results had been affected and there is no allegation of patient harm as a result of this event.

Event description:
A customer reported that (B)(6) vitros hbsag results and vitros hiv combo results were obtained from the same reactive biorad virotrol quality control fluid when processed on a vitros eciq immunodiagnostic system. Biorad virotrol lot 116170, vitros hbsag lot 8480 results of 0.12, 0.15, 0.28, 0.12, 0.08 and 0.49 s/c ((B)(4)) versus the expected result of (B)(6). Biorad virotrol lot 116170, vitros hiv combo lot 0080 results of 0.13, 0.07, 0.33, 0.43, 0.14, 0.05 and 0.05 s/c ((B)(6)) versus the expected result of (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros hbsag results and vitros hiv combo results were generated from a non-patient, quality control fluid. There is no allegation of patient harm as a result of this event. This report is number 2 of 2 MDR¿s for this event. Two (2) 3500a forms are being submitted for this event as 2 devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).